Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to fill the balloon bolster was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was one 20fr tri-funnel replacement gastrostomy tube. The sample was received with the balloon not inflated. Infusate precipitate was observed within the balloon fill lumen. The sample appeared free of biological residue. Inspection of the distal tip of the sample revealed that the radiopaque plug was missing from the balloon fill lumen. Microscopic inspection of the sample confirmed that the balloon fill lumen was open at the distal end of the device due to a missing radiopaque plug. An attempt to fill the inner balloon bolster using a 20ml syringe revealed that water flowed through the balloon fill lumen and out of the distal tip. The balloon could not be filled. The observed inability to fill the balloon bolster was caused by the missing radiopaque plug. It appeared that the plug was omitted during device manufacture. The sample will be forwarded to the manufacturing facility for further evaluation. A lot history review (lhr) of ngay2696 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that water leaked from the tip of the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngay2696 showed no other similar product complaint(s) from this lot number. Device has not been returned.

Event description:
It was reported that water leaked from the tip of the catheter.